Event description:
CT technologist loaded a pre-filled contrast media syringe into the faceplate/housing of a mallinckrodt-covidien optivantage ceiling mounted bedside contrast media injector and initiated injector procedure. The syringe "exploded" after delivering 9 cc's of contrast while delivering at a rate of 3.3 cc's/sec.it is unknown at this time whether the event was caused by a failure of the pressure sensing device in the arm of the injector or a failure of the syringe due to a manufacturing defect. The device is designed to deliver at 4.0 cc's/sec up to a psi limit of 300.no issues were identified with the optivantage injector. Given that two additional events have occurred since this, the manufacturer has subsequently requested all of the syringe information. We are also considering requesting a new injector device.